Event description:
It was reported that during generator replacement for elective replacement indicator (eri), the set screw for the right atrial (ra) lead would not screw into the header with the usual clicking sound. The physician noted it was stable and was not moving when pulled on. Through the device, the lead test results were consistent with the prior device. The patient was in chronic atrial fibrillation (af), and the device was reprogrammed due to the af. The patient was stable with no adverse health consequences to the patient.